Manufacturer narrative:
Conclusion: lack of info.

Event description:
A 1.5 mm x 15n mm sprinter rx dilatation balloon catheter was used to pre-dilate an unk lesion. The lesion morphology is unk. It was reported that the balloon was inflated to 18 atms and burst. No clinical sequelae were reported and the pt is reported to be stable. Medtronic has received the device and its analysis has been completed. Visual inspection confirmed the presence of a distal longitudinal burst site on the balloon. There was no evidence of damage on the balloon or along the burst site. There was no damage to the tip of the device. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.